Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 3 mg/ml of bupivacaine at 1.68 mg/day and 15 mg/ml of hydromorphone at 8.405 mg/day via an implantable pump. It was reported the logs were pulled form the patient's pump on (B)(6) 2020 and revealed a motor stall occurred on (B)(6) 2020 with a recovery on (B)(6) 2020. Another motor stall occurred on (B)(6) 2020 and recovered on (B)(6) 2020. As of (B)(6) 2020, the pump was actively stalled. It was reported the patient was not exposed to an MRI (magnetic resonance imaging procedure). It was reported the patient was hospitalized either on (B)(6) 2020 after her brother called emergency services due to the patient not being "right." It was reported the patient had been hospitalized with issues related to cellulitis. The other symptoms were not known. The patient currently had a bad case of cellulitis. It was noted that the healthcare provider did not believe anyone heard the pump alarming and the patient was not able to hear the pump alarm. The healthcare provider was visiting the patient to refill her pump at the rehab center on the day of the report ((B)(6) 2020). The patient was experiencing nausea on the day of the report and was also constipated. Motor stall considerations were reviewed. Additional information was received from the healthcare provider (hcp). The hcp stated it was not determined what caused the reported motor stalls. The pump was set to minimum rate. The patient indicated they did not want to replace the pump due to significant comorbid health issues. The hcp stated a final decision will be made to stop or replace the pump when the patient is seen in the clinic again. The patient was being managed with oral opioids at the rehab center. The only reported impact during a phone visit with the patient was increased pain. Regarding the report the patient was not acting "right" and was hospitalized due to cellulitis related issues, the hcp stated that according to the reviewed hospital discharge summary, the reason for the patient's hospital stay was acute encephalopathy. The attending physician at the hospital suspected multifactorial from sedating medications (xanax, dilaudid pain pump) and possible diabetic foot infection with osteomyelitis. The patient was placed on antibiotic therapy. Regarding the report the patient was experiencing nausea and constipation on (B)(6) 2020, it was not indicated by the admitting provider if the patient's infusion device/therapy caused or contributed to this issue.